Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/4.0 mm balloon ruptured at 18 atms on the intial inflation. The lesion being treated was a 90% stenotic lesion in the proximal right coronary artery. The physician used a medikit introducer sheath for vascular access and a pt2 guidewire and a 6f mach 1 fr4 guide catheter to cross the lesion. The balloon was removed and replaced with a nc viva balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good.'